Event description:
The reporter indicated that a 12.6mm vticmo12.6, -5.0/2.5/077 (sphere/cylinder/axis), implantable collamer lens was implanted, removed, and replaced intraoperatively with a shorter length lens on (B)(6) 2022 from patient's right eye (od) due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Device problem code: (B)(4) - off-label use, acd<3.0mm. Claim# (B)(4).